Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during the initial drain. The baxter technical service representative (tsr) instructed the hp with troubleshooting. The hp stated a small air bubble was in patient line. The tsr advised the hp to adjust the tubing. The hp stated, the alarm cleared. On (B)(4) 2010 product surveillance spoke with the hp regarding air in the patient line. The hp stated, she resolved the issue by starting therapy over with new supplies. The hp stated, the problem has not recurred. The hp stated that no injuries/infections resulted from this event.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.